Manufacturer narrative:
The device was returned to olympus for inspection and the reported e226 connection defective, no image output was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b32 (scope communication error) occurred due to damage on ccd (charged coupled device) and damage on circuit board of video plug section as well as scratched video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope error e226 (scope communication error), no image. The reported issue was noted during installation. There were no reports of patient involvement.